Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and the power supply was replaced. The fse saw no evidence of scorching/burn for the power supply. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the site visit by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer observed sparks and burnt parts when attempting to power on the architect i1000sr analyzer serial number (B)(4). No impact to user safety or patient management was reported.